Event description:
It was reported that the patient had less bladder control over the few months prior to report. The patient¿s wife took him to the ER in (B)(6), 2015 because he was in severe pain and felt like he was ¿going to burst.¿ they found that he was retaining urine and had a cyst in his left testicle. The patient also had a severe bladder infection and, at the time of this report, had been on four rounds of antibiotics. The patient had ms and reportedly developed memory issues and could not tell when he was done urinating or not. In may the patient had reprogramming performed where program c was used at 1.06 and the patient felt tingling. It was noted that the patient had four programs. The patient¿s wife noted that the patient had better, clear urine. The patient had a follow up appointment scheduled for 2015-(B)(6). No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The device was used for an off label indication. The indication the device was used for was urinary dysfunction/ sacral nerve stimulation. Concomitant medical products: product ID: 3093-28, lot# va03l5q, implanted: 2012-(B)(6), product type: lead. Product ID: 3708320, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID: 3708320, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID: 3889-28, lot# va031sp, implanted: 2012-(B)(6), product type: lead. (B)(4).